Manufacturer narrative:
Patient identifier - (B)(6). Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - patient is a canine. Race - patient is a canine. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - owner of the canine. Based on the results of our simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The reference photo of the actual sample showed evident catheter breakage however the condition of the breakage point could not be confirmed on the provided photo. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of (B)(4). Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in catheter tube breakage. Qc conducts a visual inspection to check product quality before shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
It was reported that the intravenous partial catheter migration occurred during removal of the IV catheter. Attempts to remove it at primary veterinary office was unsuccessful. The procedure was to remove the growths on (B)(6) (canine). (B)(6) ended up going to the emergency vet where radiographs were performed and showed the catheter to still be in the humeral area. In-hospital evaluation from (B)(6): (B)(6) was still under anesthesia upon arrival. Radiographs were performed again, and it showed the catheter to still be in the humeral area. In-hospital treatment from (B)(6): surgical removal was performed. Just prior to surgical removal, the c-arm was used to confirm that no additional migration had occurred. This required an incision above the elbow and the vein was localized and the catheter tip was removed. (B)(6) was very chilled the rest of the day and recovered slowly. The body temperature finally improved remarkably. By this morning, she was very loving and friendly with no apparent lameness on the limb. Follow up from (B)(6): (B)(6) was discharged to (B)(6) personnel on (B)(6) 2021. Additional information was received on 23september2021: the patient is now home after surgery at the ER. The entire catheter was removed from the patient. The procedure was completed successfully at the ER.